Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
The customer device was previously returned to pentax medical from a customer on 07/may/2019 and inspection of the unit was performed on 08/may/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection; primary operation channel resistance; air/ water socket cylinder o-ring chipped; prism scratched; failed dry leak test; lightguide prong cover glass set loose; failed wet leak test; elevator body sticking; distal cap/ case cracked; residue on air/water socket; up/ down angulation knob play; fluid invasion not observed in pve connector; light carrying bundle distal cover glass middle chipped; hole in # 2 remote control button cover; umbilical cable single buckled under pve root brace; bending rubber pinhole; operation channel twisted in bending section; customer complaint confirmed; bending rubber leak at middle section; fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts and returned to the user upon completion. Parts to be replaced: o-rings and seals; air/water tube; deflector operating wire; deflector staycoil; lcb distal cover; objective prism assy; operation channel; bending rubber; distal case/cap; remote control button.